Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported on (B)(6) 2021 that the driveline was rescue taped to reinforce it but the wires were not exposed and the shielding was intact. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted images confirmed a breach in the jacket of the driveline. A direct cause for this damage could not be conclusively determined. The submitted images showed a tear in the outer jacket of the driveline near the controller connector, as well as a slightly twisted area of the driveline near the exit site. Of note, tape had previously been applied to the driveline. The submitted log file contained data from (B)(6) 2021. Speed remained above the low speed limit for the duration of the file, and the device appeared to be functioning as intended. The patient remains ongoing on heartmate ii left ventricular assist system (lvas) serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Section 4 ¿system monitor¿, section 6 ¿patient care and management¿, and section 8 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.